Event description:
During a case the auragen grid dot markers on the product were reversed, but the grid functioned properly. However, it was determined that the product was mislabeled. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.